Event description:
As reported by the edwards field clinical specialist, one day post transcatheter aortic valve replacement (tavr), the patient was noted to have moderate to severe paravalvular leak (pvl). The pvl appeared circular on echo/short axis near the right coronary cusp. The patient's aortic diastolic pressure was in the mid 30s mmhg and pulmonary pressures elevated (80/40). The patient was unstable, requiring ventilation and hemodynamic support with pressors and inotropes. The patient was brought back to the procedure room to place a vascular occluder across the pvl. A 12mm amplatz vascular occluder was placed successfully with a reduction in the pvl. The pvl was decreased to mild-moderate. The patient's hemodynamic status still indicated aortic insufficiency and the team made the decision to post dilate the valve with a 24mm z-med balloon inflated to 25.6mm. The valve was seen to expand on fluoroscopy during inflation and recoil back to its previous diameter. The pvl did not decrease with the post dilatation. The team placed a second sapien valve within the first to increase the radial force exerted on the annulus, in an attempt to diminish the pvl. The second sapien valve was deployed during rapid pacing. The tte and cath revealed a decrease in the pvl to trace. The patient was weaned off of the majority of hemodynamic support. During the original tavr procedure, the native valve was dilated with a 24x5 z-med balloon. A 26mm valve was placed in a 50:50 position. Moderate pv leak was noted following deployment. The team post dilated the valve with 1ml of solution added to the delivery system. The end result was mild posterior pvl. The aortic end diastolic pressure was around 60mmhg. The patient left the room in stable condition. Additional investigation revealed the following: the native annulus diameter was 23mm per transesophageal echocardiogram (tee). The patient's aortic root was moderately calcified. The calcium distribution was described as bulky. The coaxial alignment of the valve and delivery system was described as good. During valve deployment, balloon inflation was held for three or more seconds and ventilation was held. There was no loss of pacing capture during valve deployment. The patient's ejection fraction was 25%. Per report, the perceived cause of the event was the elliptical shape of the native aortic annulus combined with heavy calcium deposits.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Despite numerous attempts, the imaging from the case could not be obtained for review. The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In the absence of imaging from the procedure the root cause of the reported paravalvular leak cannot be confirmed. However, per report, the perceived cause of the event was the elliptical shape of the native aortic annulus combined with heavy calcium deposits. The position of the valve was as intended (50:50) the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.